Event description:
A customer obtained an erroneously elevated troponin (accu tni) result, above the ami cutoff, for one patient. Subsequent testing of the original sample produced accu tni results in the normal reference range. The results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The customer collects accu tni samples in 5ml bd serum tubes with a gel separator. The specimens are centrifuged at 3,400 rpm for 5 minutes. Qc was within the customer's established ranges prior to and after the event. This is the only result and assay that was questioned. A field service engineer (fse) was dispatched: the fse inspected the instrument, replaced several hardware components, and performed alignments and verification. The fse run precision testing and qc; all testing passed with no issues noted. No definitive root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.